Event description:
Pt underwent revision surgery and the proximal femoral nail antirotation blade was removed. During insertion of the new blade, it became stuck halfway in the nail. After several attempts, surgeon was unable to remove the blade or the insertion device from the blade. The tip of the insertion device broke off in the blade. The incision of the proximal femur was extended for removal of the nail, blade and insertion device. Pt was implanted with an lcp proximal femur plate. This is the 4th of 4 reports submitted on this event.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Part number associated with device only sold in (B)(6). Investigation could not be concluded as no device was returned. Synthes is unable to determine mfg date without a lot number.